Event description:
It was reported that the arctic sun device found to be faulty which had no flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure sensor. The device was evaluated and the reported issue was confirmed due to a faulty pressure sensor. The faulty pressure sensor has been replaced. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device found to be faulty which had no flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.